Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 567 mg/dl at the time of incident. Customer experienced abdominal pain as a result of hyperglycemia. Customer not feeling ok to trouble shoot. Customer was advised to correct sugar and use the backup plan. It was also stated that the insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis